Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had occlusion alarms and underinfused during testing in the biomedical service department. There was not patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "pump failed rate test on pm - door gets stuck and causes occlusion alarms/under infuses" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was the door which was very hard to close when loaded impacted flow accuracy and another cause found was high downstream sensor. The flow calibration and force sensor calibration required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.